Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. There was blood in the device. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection revealed numerous bends in the shaft of the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, an error message to check saline displayed and they couldn't recover from it. A second angiojet® solent¿ omni catheter was selected; however the barcode could not be read. The inside of the console and the mirror were cleaned. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.